Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to dislocation. Should additional information be received, this file will be updated.